Manufacturer narrative:
Concomitant products: product ID 3550-67, serial # unknown, product type screening device; product ID 3550-68, serial # unknown, product type screening device; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-67, product type: screening device. Product ID 3550-68, product type: screening device. Product ID 3389s-40, lot# va0cltz, implanted: (B)(6) 2013, product type: lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. The initial MDR was filed as manufacturing report #3007566237-2015-01923. Additional review showed the correct manufacturing site was site # 3004209178.

Event description:
Additional information received reported that the surgeon was satisfied with the testing and left all implants in place for the patient.

Event description:
It was reported that the patient was in the operating room having a revision done. The lead was tested via twist lock and all came back within normal limits. The lead had been tested using alligator clips ad 2 volts. The results were as follows: 0-3+ 2340 ohms, 1-2+ greater than 40000 ohms, wiped and retested with 29 ohms, wiped and retested again at 1947 ohms, 2-3+ greater than 40000 ohms, wiped and retested at 1666 ohms, 1-2+ 1952 ohms, and 2-1+ 1826 ohms. The extension was going to be replaced. Follow-up was performed to determine why the patient was having the revision and what the patient outcome was. This event will be updated if additional information is received.